Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was failed. The field service engineer tested the drawer and could not able to replicate the issue. Reseated the cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the auxiliary full height drawer 6 was failed. The customer reported for a requirement of new flex ribbon. The customer stated that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.